Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 along with concurrent cystoscopy due to genuine sui. It was reported that patient underwent mesh revision, hysteroscopy/ d&c and cystoscopy on 09/15/2003 for urinary retention, endometrial mass on ultrasound and atrophic appearing endometrium. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.